Manufacturer narrative:
Approximate age of device - 2 years and 10 months (calculated from the date when the system controller was issued to the patient.) The system controller was returned for evaluation. The reported event of the patient experiencing unexplained alarms on the system controller was unable to be reproduced during the analysis. The system controller was functionally tested and was found to function as intended during analysis, even while supported independently by either power cable. However, pump stop/pump disconnected (red heart alarm) events were observed during the analysis of the log file of the system controller. The alarms indicated that the driveline had been disconnected for an undetermined amount of time. The evaluation was unable to conclusively determine the exact cause of the sudden pump stop/pump disconnected events based solely on the log file review since the system controller was found to function as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2012. It was reported that on (B)(6) 2016 while in the nursing home, the patient's system controller produced unspecified alarms, and the patient asked the nurse to exchange the system controller. The patient was unable to give any further details. The patient&#62688;system controller was exchanged.